Event description:
This will be filed to report incomplete coaptation, tissue damage, and recurrent mitral regurgitation. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 and a flail. One clip was implanted successfully and the mr was reduced to grade 1. The next day, echocardiography showed the implanted clip had detaching from the anterior leaflet and remaining attached to the posterior leaflet (single leaflet device attachment/slda), causing tissue damage and mr to increase to a grade of 4. Therefore, an additional clip was implanted to stabilize the slda, reducing mr to a grade of 2-3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda) was due to the reported tissue injury. The reported unspecified tissue injury appears to be related to mitraclip procedure conditions. The reported mitral regurgitation (mr) is a cascading effect of the reported slda. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.